Event description:
It was reported that cartridge alarm 20 occurred and that issue did not happen during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge using proper technique with assistance from technical support, successfully resumed insulin therapy, and issue was resolved; no additional information was received regarding any further outcome.